Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. It was noted that the reason for the revision was simply to upgrade into a better system. No device malfunction suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient had increased charging frequency. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had increased charging frequency. The patient will undergo a revision procedure.